Event description:
The customer reported that the volume is reading too low. The customer reported that the unit was not is use on patient and no patient harm reported. The service tech replaced the flow sensor to address the reported issue. The service technician performed testing on unit and passed to operating specifications.

Manufacturer narrative:
Results: flow sensor.